Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that no issues or abnormalities were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were encountered in the double heat shrink area of the telescope. Imaging core windup began 2.1 cm from the distal end of the connector shaft. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter detachment occurred. An opticross imaging catheter was selected for use to view the target lesion. During procedure, it was noted that the catheter was fractured outside the patient when it was inserted into the lesion. No patient complications were reported.

Event description:
It was reported that catheter detachment occurred. An opticross imaging catheter was selected for use to view the target lesion. During procedure, it was noted that the catheter was fractured outside the patient when it was inserted into the lesion. No patient complications were reported.